Event description:
Reporter reported, one incident of a blood leak at the end of the four hr pt treatment. A very slow drip of blood was noted at the interface of the dialyzer connect luer and the promed arterial bloodline connect luer. Estimated blood loss of 10cc. It was reported that no pt injury or medical intervention was associated with this incident.